Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the smart remote manager failure. A field service engineer opened remote manager panel and applied conductive grease to micro switches then applied stabilent to latch harness in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system remote manager had e-temp monitor continues to fail after recovery. The customer confirmed that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.